Event description:
It was reported that the patient's mother lifted the patient and when she placed the patient back on the bed, it was noted by the mother that the PICC line had become disconnected from PICC line tubing. It was stated that the tubing was cleaned with alcohol and clamped.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break is confirmed and corrective action has been taken regarding failures of this type. One 4 fr dual lumen power PICC provena was returned for evaluation. An initial visual observation showed the purple luer hub was missing. Use residue was observed throughout the sample and a needleless injection cap and end cap were observed to be attached to the red luer hub. The pinch clamp on both lumens was observed to be engaged, and the ink on the extension legs was observed to be worn and faded. A microscopic observation revealed the fracture surface of the extension tubing of the purple lumen was rough and exhibited cracks/fissures and beach marks. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. (B)(4).

Event description:
It was reported that the patient's mother lifted the patient and when she placed the patient back on the bed, it was noted by the mother that the PICC line had become disconnected from PICC line tubing. It was stated that the tubing was cleaned with alcohol and clamped.